Event description:
When an attempt was made to administer device pacing to the patient, a connect cable message was displayed and pacing could not be initiated as a result. The patient was not resuscitated, but the reporter stated that patient outcome was not affected by the discrepancy, due to a lack of patient viability.